Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of abscess, "drainage" and inadequate tissue ingrowth are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. The device has not been returned. Therefore, no analysis or testing has been done. These events are being reported because medical intervention may have been required, although device relatedness has not been established.

Event description:
During a call, a healthcare professional reported that she spoke to physicians who reported that they had patients who developed an abscess and experienced drainage approximately one year after the date of implantation. The healthcare professional also reported that the physicians stated that when the seri scaffold was removed it was found to be "fully intact." The healthcare professional did not specify the number of patients involved, device information, or specific treatment details.